Event description:
It was reported that following an unrelated fall, the right ventricular (rv) threshold and impedance measurements suddenly increased. The pacing impedance measurements were out-of-range at >3000 ohms. Boston scientific technical services was contacted and recommended a thorough in-clinic evaluation with provocative maneuvers and potential diagnostic imaging to assess the lead integrity. The patient was seen in-clinic where the noise was unable to produce noise. The physician elected to reprogram the device to unipolar sensing and the patient is continuing with follow-ups prior to potential x-ray imaging. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that following an unrelated fall, the threshold and impedance measurements suddenly increased. Boston scientific technical services was contacted and recommended a thorough in-clinic evaluation with provocative maneuvers and potential diagnostic imaging to assess the lead integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.